Manufacturer narrative:
Product analysis: the product has not yet been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and ten months after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted due to chest pain that started after this device was implanted. Per the physician, the valve had been functioning properly and had been implanted, valve-in-valve, into another transcatheter bioprosthetic pulmonary valve due to a previously reported stent fracture. The chest pain was suspected to be related to the second valve impinging on the overlying bony structures. Subsequently, both valves were explanted. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the visual examination of the returned product from the outer device to inner device included: a bare metal stent, a valve, three bare metal stents and another valve were returned as one unit. Approximately 4 cm conduit section was found attached to the outer most bare metal stent. Thin remnants of the unknown conduit were found along the outer most bare metal stent. All three leaflets were in the closed position. The leaflets were thin and flexible. No tears were noted. No calcification was noted. The commissures were intact. Glistening off-white pannus was attached on the unknown conduit pieces. Pannus extended along the inflow and outflow orifices of the most inner valve. Pannus was noted on the crowns of the valves and bare metal stents, fusing all the devices together. A stent fracture of the outer most valve could not be confirmed due to the pannus and conduit remnants covering the valve. Small clusters of calcification were noted on the unknown conduit section. The thick conduit section was lifted due to a cluster of calcification and pannus. Radiography showed evidence of calcification in the conduit wall. Radiography could not confirm stent fractures on the valves due to the multiple stent material. Radiography revealed minimal calcification on one of the commissures and leaflet, which were not easily visible with a naked eye. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature review, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. The reported stent fracture on the first valve implanted occurred 7 months post implant. It was mitigated by implanting a second valve. The reported fracture could not be confirmed due to the returned condition of the devices. Based on the reported event and operative notes, the chest pain was related to the second valve that was potentially pressing on the patient¿s bone. It was also noted in the operative notes that a piece of bone was severely stuck on the unknown conduit. It appears that removal of the melody valves from the pulmonary artery coincidentally removed the fused bone from the conduit. Calcification and pannus may have contributed to the reported event. However, calcification and pannus are inherent risks of bioprosthetic valves. Overall, there is no indication of quality issues with the returned devices.

Manufacturer narrative:
Based on the reported event and operative notes, the chest pain was related to the second valve that was potentially pressing on the patient¿s bone. Both valve were subsequent explanted. Concomitant product information has been added to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.